Manufacturer narrative:
(B)(4). Event site address exceeds character limitations: sapporo cardiovascular clinic. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that due to poor air insufflation and a poor endoscopic view, the use of the vasoview hemopro 2 was discontinued, considering the possibility of a product defect. The flow rate/pressure was adjusted within the range of 3-5 l/min at 10-12 mmhg. The customer reported that they tried disconnecting and reconnecting the device several times, but it did not improve the situation. A new unit was brought out, and this time air insufflation and view confirmation were successful, allowing the procedure to be completed. There was no harm to the patient's health, no delay in the procedure, and no additional procedures were required.